Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported x-rays identified a loose screw. There is currently no revision date scheduled as the surgeon is waiting six weeks from the date of the original surgery.

Manufacturer narrative:
The latest information provided is that the revision has not yet occurred. No additional information was provided and no product was returned. An x-ray of the patient was provided. Upon review of the x-ray it can be seen that one of the screws in the patient has backed out; therefore the complaint is considered confirmed. No product was returned and no functional tests could be performed. No details were provided as to the cause of the screw backing out. For these reasons, the most likely underlying cause of this complaint could not be determined. The instructions for use states in the section titled possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Migration, bending, fracture or loosening of the implant.